Manufacturer narrative:
The report type was initially submitted as an adverse event, when it should have been submitted at a malfunction. This report has been updated to correct that information. The device was returned and evaluated by the supplier. The supplier's investigation also included a review of quality records, which found that the instrument met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that the internal wires were broken inside the catheter. The catheter material was stretched 15cm from the connector. There was suture and tape attached to the catheter material. Based on the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure appeared to be mishandling of the catheter. While the issue appears to have been user related, this is not able to be conclusively determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device did not indicate the readings after implantation. The device was removed and the patient is currently being followed. It was reported that the surgeon made a few loops of the tube part of the sensor and fixed the sensor at the neck, too. The senor part may have been pulled during implantation. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.